Event description:
The tbm alleges the consumer has fallen out of her chair a couple of times. The chair allegedly tipped forward once and to the side once. The tbm alleges the consumer was going down a curb cutout when the chair tipped over on one occasion. The consumer allegedly hurt her shoulder. No serious injury is alleged.

Manufacturer narrative:
Consumer reportedly was transgressing a curb when the chair tipped. They reportedly hurt their shoulder and went to the hospital. Curb height and area transgressed is unknown. Current user guide states the following: "do not attempt to drive over curbs or obstacles. Doing so may cause your wheelchair to turn over and cause bodily harm or damage to the chair." Additionally, it's unknown if seat positioning strap was in use as recommended by manufacturer. MDR filed based on alleged injury.